Event description:
Biomed customer called to report nurse was using signature device on a pt and when they turned device off, the infusion continued to run. Customer did not have any info about the type of infusion or rate of infusion, or if there was any pt compromise at the time of the call. Customer sent device and tubing into alaris for investigation. Device and tubing were received on 6/2/2003 and investigated on 6/5/2003. Noted IV bag was labeled oxytocin and IV tubing was a 72023m. Customer was called back in order to obtain more info about the pt. Transfer to risk management provided pt info that the pt was connected to IV device at approx 7:30 am in 2003. Approx 3 minutes later, the nurse noted a decrease in the fetal heart rate and stopped the IV infusion. Another nurse in the pt's room noted the IV device to continue to run with the device turned off. According to the risk manager, the pt had an emergency c-section shortly thereafter. The risk manager stated the pt and infant's outcome was stable.